Manufacturer narrative:
Unit alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion, prime/compromised force sensor system, and the excessive no delivery test due to compromised force sensor system alarm. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and broken battery cap. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while attempting to change her infusion set. Customer's blood glucose level was 200 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.